Event description:
It was reported that the patient's presented during clinical follow-up. Interrogation noted that the implantable cardioverter defibrillator exhibited right ventricular oversensing. No interventions were performed. The patient was in stable condition.